Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation.most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Customer reported complaint that the pen needles hurt and caused her leg to bleed when used. Technician attempted to call customer and was unable to reach via telephone; no further information was able to be obtained.